Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pace impedances. The impedances were less than 200 ohms. At this time, the ra lead was explanted and replaced with a competitor's system. No additional adverse patient effects were reported.